Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a post operative check of this cardiac resynchronization therapy defibrillator (crt-d) there was an inhibition of pacing due to oversensing atrial activity on a non-boston scientific lead. This was based on the electrogram alone. The threshold of this right ventricular lead was reported high with low amplitudes. With decreasing the sensitivity inhibition was then only every other beat. Other programming options were discussed with technical services. No adverse patient effects were reported.